Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('no full hysterectomy') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy, cervix retained). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('no full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("no bowel movement"). The patient was treated with surgery (partial hysterectomy, cervix retained). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown. The reporter provided no causality assessment for constipation with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('no full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("no bowel movement"). The patient was treated with surgery (partial hysterectomy, cervix retained). Essure was removed. At the time of the report, the medical device removal and constipation outcome was unknown. The reporter provided no causality assessment for constipation with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: information received via plaintiff fact sheet. New event added: no bowel movement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.